Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's blood glucose level was running high. Customer's mother changed out the complete set and the insulin pump has been working fine. Customer's mother noticed that insulin was squirting out when she went to get something. Customer's mother stated that the insulin was squirting out during the load reservoir/fill tubing process. Customer's mother stated that insulin dripped out after the motor stopped. Customer's mother did not have the pump with her and was unable to continue troubleshooting. Customer's mother was advised to have the customer only use the sensor feature only until she gets the replacement pump.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime anomalies were noted. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.